Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer stated he changed the insulin pump's battery and received a battery out of limit alarm. The customer's blood glucose level was 120 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. Insulin pump received with cracked reservoir tube lip. Insulin pump had moisture damage found on electronic and motor assembly.